Event description:
A report was received that the patient had tenderness over the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had tenderness over the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because she was not using the device anymore. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had tenderness over the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to initial MDR: additional information was received that the patient will not undergo explant procedure as of this time.